Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.transmitter was not requested to return for investigation because the eversense xl cgm system is still being used the user. Data management system (dms) investigation was not possible as patient did not want to sync their data. Since there is no data available, the reported event could not be confirmed and there could be no further investigation performed at this time.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event and complained of not high measuring difference values. The sensor glucose (sg) reading was 104 mg/dl where as the blood glucose was 68mg/dl. No low glucose alerts were asserted as system displayed normal values. Patient did not require any medical attention or intervention and was able to resolve the problem by intaking glucose.